Event description:
The kendall yankauer was being used during a cardiac surgical procedure. The tip of the bulb was found to have sharp edges.

Manufacturer narrative:
The incident occurred during an open heart procedure. During the procedure, they were using a kendall yankauer to suction the heart. The kendall yankauer was component in a medline pack. During the procedure, the yankauer seemed to drag a bit along the tissue and abnormalities were identified on the suction tip. There were two jagged flaps sticking out where the suction holes were created during manufacturing. There was no injury to the patient as a result. The sample was received and the issue was confirmed, there is flash coming out of the small holes in the bulb tip. Kendall was notified of the incident.